Event description:
Boston scientific received information that the field representative was notified that the monitor had shown asystole for an unspecified duration, however they were not given any strips to review. It was noted that at the time of the asystole event the patient was talking and did not experience any advese effectss. The cause of the asystole was unable to be determined. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.